Event description:
It was reported that during a scheduled review of remote home monitoring data, review of a ventricular episode showed that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise that resulted in pacing inhibition with greater than two seconds of asystole. No subsequent episodes showed any noise and the presenting electrogram (egm) showed appropriate function and all other lead diagnostics were stable. The physician was alerted of the episode. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.